Event description:
As reported, after opening two of the 6f vista brite tip .070 amplatz left (al) .75 100cm guiding catheter packages, there was an obvious fracture mark at the first bend of the distal end, and it could not be used. There was no reported patient injury. The devices will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.